Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had shaking on the right side which started the day prior to this report. Actions included trying to adjust settings, but the patient encountered the icon indicating the upper limit was reached. It was noted the patient would follow-up with their health care provider (hcp). No further complications were reported/anticipated.